Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer¿s pump was out of date with its software, and a replacement pump with updated software was sent by cts. The customer was advised on backup therapy using mdi, the steps for returning the malfunctioning pump, and necessary actions for setting up the new pump. All instructions were understood and acknowledged by the caller.